Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was claimed that internal leakage test failed during pre-use check with pressure transducer difference > 5 cm h2o. There was no patient involvement. The issue was decided to be reported based as the defective pressure transducer printed circuit board may lead to high pressure. Identification of issue has been done by analyzing problem description and service report. According to the information provided by the technician, the pressure transducer printed circuit board has been checked and replaced to resolve the issue. The device¿s logs have been not available for further evaluation, therefore the root cause to the reported issue has not been determined.